Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in two pieces. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead pacing threshold varied between high and low despite multiple attempts of repositioning the lead. The lead was removed and replaced. The patient had no adverse consequences.